Event description:
Same case as: 2134265-2009-07061. It was reported that post a coronary drug eluting stenting treatment procedure, very late stent thrombosis and death occurred. The lesion was located in the right coronary artery. A 3.00x24mm and a 3.50x28mm taxus liberte' stents were implanted in the lesion. No pt injuries or complications were reported. Three years later, antiplatelet therapy was stopped for a lung lobectomy due to cancer. Fourteen days later, the pt presented with a myocardial infarction and ventricular fibrillation. Coronary angiography revealed occluded right coronary artery with in-stent thrombosis. The pt subsequently expired. Add'l info has been requested, but is not available.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.